Manufacturer narrative:
Product/fiber was not available for evaluation.

Event description:
Reporter noted four of twelve surgical cases had intraocular fibers the next day. Pulled one from eye during surgery, pulled another from outside of corneal wound next day. Two pts have fibers visible in anterior chamber. Feels there is potential for infection. Pt 1 of 4: no problem to date.